Event description:
An a1059 mayfield skull clamp was found to have slipped at the end of a transsphenoidal resection of a pituitary tumor. The pt was positioned supine during the 2 hour procedure. The pt incurred a small laceration on his forehead that required wound closure with staples. Mayfield adult disposable pins (a1083) were used during this procedure. A stereotaxic device was not used for this procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.